Manufacturer narrative:
The system was serviced in the field. The pcf 1000, battery monitor board, motion battery charger and motion batteries were replaced. The system passed all tests and was performing as intended. (B)(4). Concomitant medical products: product ID: bi71000581, serial/lot #: unk. Product ID: bi30000148r, serial/lot #: unk. Product ID: bi31000172, serial/lot #: unk. Product ID: bi71000125, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the power factor correction (pfc) board is not working. No patient present.

Manufacturer narrative:
H3: the battery monitor board was returned to the manufacturer for analysis. The device was installed in a test system. Battery indicator shows it is functional and charging. System booted, readied and ran without any issues. 2d and 3d images were acquired successfully. No fault found while under test. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000196, serial/lot #: rev. 1 : s/n (B)(6). H6: fdm 10, fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the issue was discovered by the site in the morning. The system would not power on. No patient was present.

Manufacturer narrative:
The charger board and pfc board were returned to the manufacturer for analysis. Pfc board passed visual inspection. Bench test pfc board. Verified functionality of the pfc board, 380vdc output is measured, and fans function with 24vdc applied. No problem found with functionality of pfc board. Charger board passed visual inspection. Failed bench test due to no voltage is measured on charger a and charger b output. Leds on charger a and charger b is also out. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.